Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -10.50/6.0/110 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown, "zonular abnormality". Reportedly, "partial resolution of the problem, maybe motivated by abnormality on the zonulae ligament system. Low vault, close to 100 um."

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).